Event description:
It was reported to vyaire medical that the vela ventilator had o2 inlet high alarm while on a patient. Furthermore, there was no patient harm reported. The ventilator was switched out.

Manufacturer narrative:
H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, customer was advised that he needs to replace the blender regulator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.